Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Follow up identified that the ipg was explanted and replaced, restoring therapy.

Manufacturer narrative:
Device originally marked as not returning. Applicable fields corrected since device was returned and analyzed.